Manufacturer narrative:
The returned device analysis was unable to test the reported difficult to remove, difficult or delayed positioning, material separation and improper or incorrect procedure or method as these were related to patient/procedural conditions. The analysis observed a broken actuator mandrel, bent gripper line, bent harness and broken l-lock tabs. Based on the overall information, the reported improper or incorrect procedure or method appears to have influenced in the reported material separation (device component) which cascaded into worsening mitral regurgitation and tissue damage. This event was further reviewed by an abbott vascular medial affairs director and the reviewer concluded that the death was not related to the device and that the procedure failure was related to the user technique and was favored by the patient¿s anatomy involving significant calcific lesions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effects of worsening mitral regurgitation (mr), tissue damage, cardiogenic shock and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report worsening regurgitation, tissue damage, detached clip, cardiogenic shock, and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted transseptal puncture was acceptable at 4cm, but additional height was needed. On (B)(6) 2020, the clip delivery system (cds) was advanced to the valve, but the clip could not be properly positioned due to the transseptal puncture was low. The clip was then inverted from the ventricle and back to the atrium. However, the clip became stuck with heavy calcification. Excessive force was applied to remove the clip, but the clip broke off while remaining on the gripper line, worsening mr. The physician then carefully removed the cds with the detached clip. Tissue damage was suspected due to increased mr. The procedure was aborted. No clips were implanted, worsening mr to 4. There was no clinically significant delay in the procedure. On (B)(6) 2020, the patient went into cardiogenic shock. The patient could not be stabilized and refused to undergo another operation. The patient died later that night. The physician stated that the cause of death was due to unstable cardiogenic shock and it could not be confirmed whether the clip contributed to the death. No additional information was provided.